Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon was unable to cross the lesion. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous left superficial femoral artery (sfa) and right common iliac artery (cia). The physician advanced the 300cm, 8cm v-18 guide wire to the target lesion. A 5.0x20mm sterling otw balloon catheter was advanced but was unable to cross the right external iliac artery. The v-18 guide wire was exchanged to another of the same device and the procedure was completed with the same sterling otw balloon catheter. No patient complications were reported and the patient's status is good. Returned device analysis revealed peeling coating.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:examintation of the entire length of the wire revealed distal tip damage with 4 bends located on the poly tip section. Additionally the body presents the coating scrapped, and peeled along the entire body. The guide wire appears to have been pulled or pushed against resistance. The guide wire is within outer diameter specifications.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).